Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material and clear foreign material on the port face, needle and in the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut; however, no unusual sound was observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Wear marks observed along the inner cutter. Gouge marks at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an unusual sound, the complaint evaluation does confirm the probe had a cut failure. The probe sample was received with gouge marks on the cutting edge of the inner cutter. The root cause for the poor cutting is the observed gouge marks on the inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The reported unusual sound was not confirmed, and it appears that the observed cut failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after 30 minutes the cutter was not cutting efficiently (could not cutting), and the machine emitted an unusual sound during vitrectomy surgery. The surgery was completed on same day by replacing the cutter and the pressured air source was switched from the wall to a nitrogen tank. The patient had contacted with cutter but there was no patient impact. This case pertains to the first of two vitrectomy probes used during the same surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter was not cutting efficiently, the machine emitted an unusual sound, air came out of the probe, and it felt loose during vitrectomy surgery. The surgery was completed on same day by replacing the cutter. The patient had contacted with cutter but there was no patient impact.